Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line of the cassette tubing during their pd treatment. The patient reported receiving a patient line is blocked alarm during fill 1 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak was the patient's cat biting the patient line. The fluid leaked onto the floor, however no fluid got in contact with the cycler. Technical support assisted with cancelling treatment. The patient was advised to inform the peritoneal dialysis nurse (pdrn) of the incident. Additional information was requested, however it was not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line of the cassette tubing during their pd treatment. The patient reported receiving a patient line is blocked alarm during fill 1 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak was the patient's cat biting the patient line. The fluid leaked onto the floor, however no fluid got in contact with the cycler. Technical support assisted with cancelling treatment. The patient was advised to inform the peritoneal dialysis nurse (pdrn) of the incident. Additional information was requested, however it was not available.